Event description:
Patient's legal guardian (lg) reported that in the late evening of 23 september 2024, the patient's blood glucose (bg) level reached 22 mmol/l (396 mg/dl), while wearing the pod for 10 hours. When removed from the infusion site (hip/buttocks) the cannula was found to be bent. As treatment, a new pod was successfully applied, and bg levels were stabilized. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.